Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. The user's blood glucose (bg) level was 600 mg/dl with moderate ketones. Reportedly, the ketone level was considered dangerous. The user went to the emergency room (ER), was treated with insulin/fluids, and the user left the ER the same day with a bg level in the 100 mg/dl range. A new cartridge was successfully loaded.